Event description:
This device's steering mechanism was reported to fail and would not straighten.

Manufacturer narrative:
Innovative health, llc became aware on 08-jul-2022 of a report from stormont vail health on a livewire steerable device that experienced a failure of the steering mechanism while inside the patient and would not straightener to remove. Innovative health received the device for evaluation on 20-jul-2022. Upon investigation, the shaft of the device was found to be separated from the handle of the device. Additional details were received on 28-jul-2022 indicating that this separation was performed by the doctor in an attempt to straighten the catheter. The steering mechanism of the reported device was manipulated and could fully rotate as intended. The puller wire of the reported device was able to extend and retract from the handle as expected. As the handle and shaft were disconnected, the distal curve of the device could not be evaluated. Additional investigation was performed in an attempt to replicate the reported issue. A root cause for this reported issue was unable to be determined. No injury was reported.